Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.

Event description:
A study indicated that a (B)(6) female underwent evar of the aorta on (B)(6) 2013. The patient has moderate occlusive disease, tortuosity, and calcification on both the left and the right sides. At the time of the procedure, the patient had angioplasty and an uncovered stent in the left iliac native vessel, and 3 uncovered stents placed in the left iliac leg/leg extension due to occlusion. At the conclusion of the procedure, thrombus was noted in the left iliac leg. No follow-up visits have been done yet. No additional information has been provided by the reporter.